Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the root cause of the event cannot be determined; however, patient factors likely contributed to the event.

Event description:
Edwards received information that a 21mm aortic pericardial valve was explanted due to calcification, ascending aortic aneurysm, stenosis, pannus, and mild insufficiency after an implant duration of ten (10) years, ten (10) months, nine (9) days. It was reported that the patient is doing well. The patient was transferred to the intensive care unit with stable vital signs in serious condition. Pathology report indicated the cusp leaflets show atherosclerotic change and calcification.

Manufacturer narrative:
The device was not returned to edwards for evaluation as the hospital reported that it is not available. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient co-morbidities, may have contributed to this event but the cause is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm aortic pericardial valve was explanted due to calcification after an implant duration of eleven (11) years. It was reported that the patient is doing well. No further information was provided.